Event description:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("left micro-insert was expelled curled in on itself the distal end pointed toward the corneal region") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "left micro-insert was expelled curled in on itself the distal end pointed toward the corneal region". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removed the left micro insert that had expelled). Essure was removed. At the time of the report, the device expulsion and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for device expulsion and uterine haemorrhage with essure. The reporter commented: left essure was removed and right essure was not removed. Diagnostic results: the patient had hysteroscopy : the left micro-insert was expelled curled in on itself the distal end pointed toward the corneal region so she removed the micro insert that had expelled. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a physician and describes the occurrence of device expulsion ("left micro-insert was expelled curled in on itself the distal end pointed toward the corneal region") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "left micro-insert was expelled curled in on itself the distal end pointed toward the corneal region". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removed the left micro insert that had expelled). Essure treatment was not changed. At the time of the report, the device expulsion and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for device expulsion and uterine haemorrhage with essure. The reporter commented: left essure was removed and right essure was not removed. Diagnostic results: the patient had hysteroscopy : the left micro-insert was expelled curled in on itself the distal end pointed toward the corneal region so she removed the micro insert that had expelled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.